Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 85 mg/dl but his sensor glucose reading was 52 mg/dl. The sensor and blood glucose readings were not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.